Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported by customer's mother, that the drive support cap is protruded and the insulin pump alarmed prime alarm. Customer's blood glucose reading is 199 mg/dl. The insulin pump has cosmetic damage. The drive support cap has been protruded for awhile. The insulin pump will be replaced. Nothing further reported.